Event description:
Pca tubing was inserted into the pca device. When the nurse started to prime the tubing, the pca tubing broke apart at the primary site. The tubing appeared to have come unglued at this site.